Event description:
The patient reported that while standing in security gates in stores like (B)(6) sometimes their implantable neurostimulator (ins) would "start buzzing/stimulation." No troubleshooting/interventions were performed. The patient reported that normal therapy for them receiving therapeutic benefit was without feeling stimulation so feeling stimulation was different for them. The patient did not describe any discomfort. The patient also noted that when they had turned their ins for an electrocardiogram they forgot to turn it back on until their next appointment with their healthcare provider. The patient had no issues/symptoms they had just accidently had stimulation off for a bit. Additional information reported that the patient had not been through any security gates yet. It had only gone off in (B)(6) "it stayed until they had moved out from it." The patent was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.